Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.5 ¿a. The criteria is <55 ¿a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number: d150427-1). The control solution tests for level low are 56/61 mg/dl; for level high are 260/258 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Patient also sent back the suspected strips(strip lot number: d150427-1). We tested the returned strip with in house control solution. The control solution tests for level low were 46/45 mg/dl; for level high were 243/251 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4) received a call on 07/13/2016 reporting a medical intervention that occured on (B)(6) 2016 between 9-10pm. Patient's ((B)(6)) caregiver/daughter in-law ((B)(6)) called in stating (B)(6) was having symptoms of trembling. The reading on the prodigy meter at the time of the event was 400mg/dl. One additional test was performed on (B)(6) with the prodigy meter with a result of 397mg/dl. (B)(6)'s normal blood glucose reading around the time of day of the event is 132-170mg/dl. Paramedics were called 30 minutes after testing with the prodigy meter and arrived 10 minutes after being called. Upon arrival paramedics tested (B)(6)'s blood glucose with their meter with a result of 264mg/dl. Approximately 40-45 minutes passed between testing with the prodigy meter and the paramedic's meter. (B)(6) was transported to ER by paramedics. Upon arrival at ER (B)(6)'s blood glucose was 264mg/dl. No treatment was administered to (B)(6) enroute to ER. (B)(6) was given 5 units of humulin to lower her glucose and 5 units of xanax for anxiety. (B)(6)'s blood glucose prior to release from ER was over 200mg/dl. (B)(6)'s total stay in ER was 1 hour. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.